Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had rhythm changes post open heart surgery. It was reported that there was suspected right atrial (ra) lead undersensing and a drop in p-wave measurements was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received by the physician office noted that the patient had two office visits with interrogations and a device interrogation in-clinic. It was noted that the patient has possible dislodgement of the ra lead due to elevated threshold measurements. However, it still appears that the ra lead is capturing and pacing. Therefore, no changes/programming was made. The ra lead is still functioning appropriately, and threshold changes were thought to be the result of the lead being ¿stitched¿ out of the way during the patient¿s coronary artery bypass graft procedure. The lead remains in use.